Event description:
It was reported that balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon catheter was advanced for dilatation. During procedure, immediately after inflation began at 0 atmospheres for 0 seconds, the balloon ruptured. The device was removed. The procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: wolverine cb 10mmx2.75mm was returned for analysis. A visual and detailed microscopic examination identified blood visible inside the balloon. Balloon material identified a pinhole at 1mm proximal to the proximal markerband. Microscopic, visual and tactile examination identified no kinks along the shaft polymer extrusion. A visual and tactile examination identified no kinks along the hypotube. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Microscopic examination of the markerbands and tip section found no damage.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon catheter was advanced for dilatation. During procedure, immediately after inflation began at 0 atmospheres for 0 seconds, the balloon ruptured. The device was removed. The procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.